Manufacturer narrative:
It was reported that a male patient underwent a redo ventricular ectopic epicardial and endocardial ablation procedure with an unknown thermocool smart touch catheter and suffered cardiac tamponade requiring drainage. During an internal review on (B)(6)2019 , it was noticed that section b2 is required intervention was omitted in error. Section b2 is required intervention has been checked, as intervention of drainage was required. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a male patient underwent a redo ventricular ectopic epicardial and endocardial ablation procedure with an unknown thermocool smart touch catheter and suffered cardiac tamponade requiring drainage. During the ablation phase at 25 watts and flow of 15 ml, a steam pop occurred in the epicardium, and the patient¿s blood pressure drop. A perforation to the right ventricle outflow tract (rvot) was confirmed by transesophageal echocardiogram (toe). Epicardial aspiration was performed to remove 230 ml of fluid. The procedure was terminated, and the patient was reported in safe condition. Extended hospitalization was required as a result of the adverse event. Patient¿s outcome was reported as great. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition related. The force visualization features used included force vector, graph and dashboard. No visitags were used. Manual ablation tags were utilized. No error messages were observed on any biosense webster inc. Equipment during the case. The physician believes the carto has nothing to do with the steam pop that occurred. The steam pop has been assessed as a not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote.